Manufacturer narrative:
The incident unit was received by medtronic for evaluation. The customer reported condition of rem not alarming at 150 ohms was confirmed. The investigation found that the rem potentiometer r96 had the sealant removed and had been adjusted by the customer which caused the rem signal voltage to be too low. The investigation identified the root cause of the reported event to be user damage. The rem potentiometer r96 was re-adjusted to bring the voltage into spec and a rem calibration was performed to address the condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rem function was alarming. Medtronic service found that the rem would not alarm at 150 ohms, as specified.